Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm and was attempting to rewind insulin pump. Customer was assisted with set change. Customer's blood glucose was 457 mg/dl, which was treated with bolus delivery. Customer declined further troubleshooting.